Manufacturer narrative:
An internal investigation was performed for a customer in the (B)(6) reporting false positive cefoxitin screen (oxfs) results for two staphylococcus aureus strains from the same patient with the vitek® 2 ast- p657 test kit. A review of the raw materials, in-process materials, and the manufacturing processes did not show any complaint lot specific factor that could cause an increase false positives. There does not appear to be an instrument performance or maintenance issue, product stability, nor a measurement or standardization issue. Although the software version 8.01 increases the reading time and theoretically could increase the false positive rate, studies show the rate is well within performance requirements. It should also be noted that a certain degree of organism variability can lead to false positive cefoxitin screen results. These deviations are captured in the performance characteristics of the cefoxitin screen test. A review of the test method identified risks for contamination associated with ancillary components used in the test method that can cause false positives and was shown to be the case in previous investigations. The 8.01 cefoxitin screen analysis modification may exacerbate the impact of contamination. Finally, a heightened awareness in the field due to multiple field communications involving 8.01 and cefoxitin screen testing , may have resulted in an increased rate of complaints even if the overall false resistance rate was the same. The complaint rate will continue to be monitored and any adverse trend will be investigated. In addition to the testing done by biomérieux, it should be noted that to this point, no customer isolate submittals have generated the same initial false positive oxsf result. Furthermore, the false positive results are not replicated at either biomérieux or at the customer sites. Info 4040, good vitek®2 testing practices was published 25sep2018 in order to assist local customer service with customer troubleshooting.

Event description:
A customer from (B)(6) notified biomérieux of false positive cefoxitin screen (oxsf) results when testing two staphylococcus aureus strains from the same patient with the vitek® 2 ast- p657 test kit. The first strain with discrepant results was from one of the patient's three blood culture samples. The results for the three blood culture samples were: strain (B)(6) staphylococcus aureus from blood culture, oxsf pos, e-test (B)(6). Repeat test obtained oxsf susceptible. Strain (B)(6) staphylococcus aureus from blood culture, oxsf neg. Strain (B)(6), staphylococcus aureus from blood culture, oxsf neg. The second strain was from the patient's throat swab sample: strain (B)(6), staphylococcus aureus from throat swab, oxsf pos, and repeat testing obtained oxsf negative result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.